Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu indicates: "caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).

Event description:
It was reported that a portion of the deformed coil protruded from the catheter's tip during a removal attempt. The target lesion was located in the moderately tortuous arteriovenous malformation. A 20mm x 40cm interlock¿-35 coil and 12 other coils of the same model were selected for use. During introduction, inside the patient, it was noted that this coil became deformed when it was detached inside the catheter. It was also observed that more than half of the 50cm long coil protruded outside of the catheter. Attempts in removing the coil together with the catheter were made; however, it was unsuccessful. The physician then pushed the coil and positioned it in the intended location. The procedure was completed with the 13 coils. No patient complications were reported.